Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: event problem and evaluation codes - additional.

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. Charge and boot was performed and passed. Functional test was performed and failed due to defective speaker and internal mic. "Sound" manual test was performed and failed. Sound test on receiver communication tool rev 7.3.0.7 and sound meter eq-900340-001 was performed and failed. Internal inspection was performed and passed. Speaker resistance was measured and passed. The bad speaker was verified by substitution during testing. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was confirmed. The probable cause was determined to be a defective speaker. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that low audio output occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.